Manufacturer narrative:
Patient visited provider for a battery replacement; replacement was inadvertently performed with an expired device therefore device was removed from patient and returned to enterra for analysis. No failures detected in returned device. No further action to be taken.

Event description:
(B)(6) - patient was scheduled for a battery change, was on the operating table, dr. (B)(6) opened the abdominal pocket and removed the battery that was indicated to be "low." He was then passed a new battery into the sterile field which he then re-connected to the existing electrodes and once it was placed in the pocket, was immediately told by the circulating nurse that the battery he just placed in the pocket was expired. He then removed that replacement battery and re-inserted the "low" battery that was removed.